Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. It was reported that the patient received unspecified treatment for the peritonitis. It was reported that the patient condition was "resolving". Action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Additional information: b1, b5, b6, d1, d10 and h6. B5: upon follow up it was reported that during peritoneal dialysis (pd) therapy, the homechoice cassette disconnected from the transfer set. This was further specified as "the patient became disconnected from the machine over night" and subsequently, "the uncovered catheter touched the patient's bed and skin". The cause of the disconnection was not reported. It was not reported if the patient was hospitalized for peritonitis. According to the reporter, the patient received unspecified treatment for the event. At the time of this report, the patient outcome was reported as ¿resolving¿. Action with pd therapy was unknown. It was not reported if the patient was retrained on the proper aseptic technique. D1: the reported product is an unknown vantive homechoice cassette. Should additional relevant information become available, a supplemental report will be submitted.